Manufacturer narrative:
Corrections: b5, h6. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported on 18dec2025 that the low flow alarms were resolved with the patient starting beta blockers. The cause of the low flow alarms was reported to possibly be related to svt arrythmia. There were no patient symptoms observed at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported event of extrinsic outflow graft obstruction (eogo) was unable to be confirmed as no images were submitted for review, and the device remains in use. Review of the submitted log files did not confirm low flow alarms; and a specific cause for the reported events could not conclusively be determined. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. It was reported that the patient was presented with increased episodes of syncope, lightheadedness, and falls. Increased pi events and decreased flows were reported during these events. Patient noted bend relief thrombus without outflow graft obstruction. It was later reported on (B)(6) 2025 that the low flow alarms were resolved with the patient starting beta blockers. The cause of the low flow alarms was reported to possibly be related to svt arrythmia. There were no patient symptoms observed at the time of the event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked" and "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented with increased episodes of syncope, lightheadedness, and falls. Increased pi events and decreased flows were reported during these events. Patient noted bend relief thrombus without outflow graft obstruction. Log files were submitted to tech services for review. Log file review appeared to capture a brief low flow estimate when the pi was elevated on (B)(6) 2025 @0550. The event was brief and did not generate a low flow alarm. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.